Manufacturer narrative:
(B)(4). The insulin pumpv was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. No blank display was noted during testing. Attempt to download/upload using crest/thus successful; however, unable to completely upload the detail trace due to the open book reappearing during upload. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, pcba1-severe corrosion, pcba2 j1, u2. No critical pump errors found in the long trace or the pump history files cause an open book. Three consecutive occurrences of the error code = 0x00000044 appears in the bootloader traces. In summary, the critical pump error (open book image) alarm and the three consecutive occurrences of the error code = 0x00000044 are due to the severe corrosion on the boards. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump screen was completely dead after replacing four batteries. Customer stated that insulin pump had cracked from the bottom of the side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.